Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was prepped and sedated for extracorporeal membrane oxygenation (ECMO) and the ventricular assist device (vad) was stopped for the repair.

Manufacturer narrative:
Product event summary: the driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed two electrical fault alarms that were logged on (B)(6) 2019 at 01:33:49 and on (B)(6) 2019 at 00:04:30 due to overcurrent conditions resulting in the pump running on a single stator only. This likely triggered two (2) high watt alarms that were logged on (B)(6) 2019 at 01:33:52 and on (B)(6) 2019 at 00:04:32 likely due to the increased power consumption required to run on a single stator. On-site inspection revealed visible damage of two wires of the driveline. A driveline splice procedure was performed to mitigate the reported conditions on (B)(6) 2019. As a result, the reported event was confirmed. Based on the historical review of similar events, the most likely root cause of the driveline sheath damage may be attributed to multiple factors such as design issues and/or exposure to uv light. Based on the available information, the most likely root cause of the electrical fault alarms can be attributed, but not limited, to the exposed wires on the drivelin e cable that may result in wires coming into contact with each other and resulting in short circuit. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an electrical fault was triggered due to driveline wire damage. A driveline splice repair was performed and the ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.